Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues. The controls for this wl were within range. Ts advised customer to clean the workspaces, sample racks, and touchpoints, as well as to continue monitoring for reoccurrence. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 317816 on panther instrument sn (B)(4) which had a high positivity rate. Customer reported on behalf of their upper management who questioned the wl as there were 27 positives out of 49 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.